Event description:
The physician performed an esophageal varices banding on a male pt using a multi-band ligator. Six bands were fired, and upon removal of the endoscope from the pt, the opti-vu barrel detached and dropped in the pt's esophagus. The endoscope was reinserted and the barrel was successfully retrieved using rat tooth forceps. The pt was reported to be in stable condition and no further complications occurred. The instruction for use state, "attach the opti-vu barrel to the tip of the endoscope, ensuring the barrel is advanced onto the tip as far as possible."